Event description:
Home patient (hp) contact baxter's technical service center for assistance during apd therapy. After priming, the hp noted a pin hole leak in the 12ft. Extension set. The hp discontinued use with the current setup and resumed therapy with new supplies. Therapy was completed without incident. No patient injury or medical intervention per hp.